Event description:
Patient was brought out to pacu s/p aquablation. The urinary bag was noted to be leaking bloody urine. The or (operating room) nurse, reported the bag was leaking in the operating room it was changed. The changed bag was leaking in pacu, once the pacu nurse placed on the hooks on the stretcher. It was found the plastic tube connected to the bag was disconnected and urine was leaking all over the bag. The bag was changed for a third time. Health effect code: 4582. Device problem code: 1250. Reference report: mw5174544.